Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester was harvesting saphenous vein and had completed dissection. She transitioned the device to the cannula and hemopro and proceeded to put the device into the tunnel. She noticed that a piece of the tips was loose and had fallen into the patient's leg. She removed the piece using the device and took the instrumentation out of the leg. The team did x-ray the patient's leg and chest since they suspected that the whole grey piece had not been retrieved. There was no xray indication that there was any of the device left in the patient's leg or chest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester was harvesting saphenous vein and had completed dissection. She transitioned the device to the cannula and hemopro and proceeded to put the device into the tunnel. She noticed that a piece of the tips was loose and had fallen into the patient's leg. She removed the piece using the device and took the instrumentation out of the leg. The teamdid x-ray the patient's leg and chest since they suspected that the whole grey piece had not been retrieved. There was no xray indication that there was any of the device left in the patient's leg or chest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester was harvesting saphenous vein and had completed dissection. She transitioned the device to the cannula and hemopro and proceeded to put the device into the tunnel. She noticed that a piece of the tips was loose and had fallen into the patient's leg. She removed the piece using the device and took the instrumentation out of the leg. The team did x-ray the patient's leg and chest since they suspected that the whole grey piece had not been retrieved. There was no xray indication that there was any of the device left in the patient's leg or chest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). The device was returned to the factory for evaluation. An inspection was conducted on 09/09/2019. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. The silicone insulation on the cold jaw was observed to be peeled off the cold jaw from the center of the cold jaw to the tip, exposing the metal portion of the cold jaw. The peeled silicone insulation was returned for evaluation. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled" was confirmed as well as confirmed for the analyzed failure "material twisted/ bent".